Event description:
The customer reported white blood cell (wbc) vote-outs and drops of clear, reddish fluid leaked from the probe involving the coulter act diff 2 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat, and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer indicated the fluid was not contained within the instrument. Beckman coulter customer technical specialist (cts) guided the customer in troubleshooting and identified the probe wipe was very dirty. The customer cleaned the probe wipe and performed system startup without any issues. No further evidence of fluid leak was observed. Patient results were not affected. There was no impact to patient care. The instrument was returned to normal operation. The facility has an exposure control or risk management plan in place for biohazard material.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. (B)(4).